Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states they have a general question and wondered whether his device can override when they turn off stim and continues to send a signal down his legs. Patient states they turn off stim and it is still going and the problem is with the neuropathy and things going down the legs sometimes it is difficult for him to tell where his feet are because they are numb because of the vibration that goes down most of the leg from about the area of the knee all the way down to the feet. Agent asked if patient is still feeling it and patient states days then it is not typical. Patient also mentioned they are locked out from controlling the ups and downs on his stimulator. Patient was in group 1 which is left leg going down and set at 3.4 and stim is off. Patient tried to adjust and was getting settings cannot be changed with stim off. Agent advised to try and adjust and patient was able to change groups. Patient went to group 3 which is right part of back and was on 3.2 and tried to go up and got settings not available cannot provide your desired intensity settings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed healthcare provider listings to patient. Patient mentioned they need to crank up number 2 which is a severely damaged leg and they is trying to get some therapy done in there and they put a tense unit on it and if you turn it up high enough it will make the muscles jump. Agent reviewed settings not available and advised this is due to an ins concern and not equipment. Agent directed to hcp.